Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer was inserted and removed from the cannula several times with no issues observed. When the unopened device was inserted into the hemostasis cap the black ink that represents the location of the tip was tacky. This made the introducer stick to the hemostasis cap at the same time the tip is protruding from the end of the cannula. The used device had the same issue, however with it being cleaned, that section of ink was not as tacky. Used device introducer od was measured to be 0.280 inches, the specification has the od to be 0.281 +0.005 / -0.003 inches cannula ID was measured to be 0.274 inches, the specification m970540a003 has the ID to be 0.267 to 0.276 inches unopened device introducer od was measured to be 0.279 inches, the specification has the od to be 0.281 +0.005 / -0.003 inches cannula ID was measured to be 0.274 inches, the specification has the ID to be 0.267 to 0.276 inches reason for return was undetermined. Additional information b5. Medtronic received additional information that the second cannula was used in the same procedure as the first cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were insertion and removal issues during use of a bio-medicus life support cannula. The introducer was sticking. The initial insertion site was used when the device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ls96360-025 (229815585); product type: 0183-cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.